Manufacturer narrative:
The reported event could not be confirmed, since the returned device is conforming to specifications and is fully functional. The device inspection revealed the following: visual inspection: the received depth measuring gauge shows wear. Functional inspection: the received depth measuring gauge set the scale to 10 (green arrow), and measure the distance between the two red arrows, it passed within the given tolerances. This is the first reported case with this lot number. Based on investigation, the root cause was attributed to a user related issue. Since the device is fully functional and conforming to specifications, the failure is not originally due to the device itself but due to current state of the device. The zero marker was found worn off due to repeated use of the gauge and frequent sterilization cycles. This led to surgeon not being able to take proper measurements. A review of the labeling did not indicate any abnormalities. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that, after drilling, user measured the length with depth gage and attempted to insert the first screw, but the screw was too long. User then selected a size down screw, then continued selecting under size screws the same way and completed the procedure. The gage measurement was incorrect. No adverse consequences or surgical delay were reported.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that, after drilling, user measured the length with depth gage and attempted to insert the first screw, but the screw was too long. User then selected a size down screw, then continued selecting under size screws the same way and completed the procedure. The gage measurement was incorrect. No adverse consequences or surgical delay were reported.